Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that the patient experienced a red heart alarm as he leaned forward and lifted himself off the bed. The perfusionist submitted log files that confirmed 1 event of pump off/red heart alarms while on tethered operation, then the pump restarted while connected to the power module patient cable or battery power. X-rays submitted to the MFR for review displayed a possible suspect area where the driveline (percutaneous lead) appeared to have a thinning portion near the pump. The MFR subsequently received a report through device tracking indicating that the patient received a pump exchange due to a driveline fracture.